Event description:
It was reported that the patient presented for in-clinic follow up. Device interrogation was unsuccessful, and no magnet response was noted. An electrocardiogram (EKG) was performed, and no pacing activity was observed. Premature battery depletion was suspected. The physician explanted and replaced the pm. The patient condition was stable.